Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device will not turn on or off. There is a battery issue. No additional information was provided. There was no patient involvement. The tech recommended replacing the battery, checking the fuses, replace the off-line switcher and replace the power supply board. Charge battery after replacing.